Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of output anomaly and backup vvi (bvvi) was confirmed in the laboratory. The bvvi was due to a power-on reset (por). The device was tested on the bench and hv output circuitry was damaged. The cause of the por and damaged hv output circuitry could not be determined.

Event description:
New information received states the device was replaced and returned. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed the device was in reset mode with a characteristic of power on reset and did not deliver therapy. The patient was admitted with ventricular fibrillation. It is suspected the failed therapy was caused by damage to the output circuitry from a shock with out of range high voltage impedance. The patient was intubated. No procedure was noted on the device. The lead was not explanted but a new lead was implanted. The patient condition is stable. No further information is available.